Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing were noted on the device. The noise was reproduced in real time on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable with no consequences. Related manufacturing report number: 2938836-2019-00888.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported event of noise was not confirmed.